Event description:
It was reported that the balloon was difficult to remove from the introducer sheath. It was reported that as the user took the rewrap tool and was pulling back, there was a lot of movement where the balloon connects to the catheter. The device was removed without incident and there was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Received for evaluation was one cq75104 conquest device. Upon inspection of the returned sample, there was no obvious damage to the shaft or the bifurcate. Under magnification, the balloon appeared fully intact. Using slight manual force, the balloon could be separated from the stepped down portion of the shaft. The stepped down shaft and the balloon neck ID appear to have been sufficiently sanded. Due to the sample condition, the balloon could not be inflated and no further evaluation could be performed. With this type of failure it would be difficult to remove the balloon from the introducer; therefore, the result of the investigation confirmed difficulty to remove. The root cause is unknown. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.